Event description:
It was reported that a vented paclitaxel set leaked during patient infusion. The set contained 6 mg/ml 16.7 ml vial of paclitaxel (non-baxter) in a 500 ml saline solution with 5% dextrose. The leaks were identified in two locations: the first was on the back of the tubing, just after the flow control clamp, and the second was in the area of the rotating luer-lock connector. It was suspected that the drug may be contributing to the leak, as the molecule interacts with the splice points of the infusion set, which are not pvc-free. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: the leak was identified only in the area of the rotating luer lock conector (not on back of tubing). Additional information: h4, h6(update codes), h11. H4: the lot was manufactured in november 2025. H11: the actual device was not available; however, the companion samples and two (02) photo samples were received for evaluation. A visual inspection of the photos only indicated the location of the leak; however, the reported condition could not be verified. A functional flow test, an air passage test, a second functional test during which each set was load into an infusion pump, and an underwater leak test were performed. The flow of liquid was confirmed throughout sets, and no blockages or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.